Event description:
Activation buttons reversed. When cut is pressed, it activates coag. When coag is pressed, it activates cut. Generator does not give any error messages.

Manufacturer narrative:
Product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).